Event description:
It was reported that a user of the ilet experienced elevated blood glucose readings around 250 mg/dl, confirmed by fingerstick at 240 mg/dl, after a supply change earlier in the day; the user was advised to perform a site-only change, which was completed with subsequent blood glucose measured at 166 mg/dl, and no further assistance was needed. Customer care provided support that included troubleshooting and user education focusing on infusion site function and supply change technique. Investigation of this case revealed that the hyperglycemia resolved following the site-only change, which supports an infusion site or delivery issue at the original site, though the specific root cause remained unclear. Symptoms included chest pain and stomach pain. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.